Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse verified a leak at the 1-4 line of the sample loop of the injection valve. Fse found the tubing loose from the ferrule. Fse then reattached the ferrule and recrimped the ferrule onto the tubing. Fse then turned on the pump and the pressure exceeded 17 mpa. Fse replaced the prefilter and the pressure returned to 9.5 mpa. The customer made and ran calibration and quality controls (qc) with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number 13262910 from 26-sept-2017 through aware date 26-oct-2018. There were three (3) similar complaint(s), including this ticket, identified during the searched period. The g8 variant analysis mode operator's manual under chapter 5, maintenance procedures, states the following: 5.7 filter replacement replace the filter in the following cases. 1. When the filter counter reaches 400 injections. 2. When the pressure is more than what is indicated on the column inspection report + 4 mpa. The most probable cause of the fluid leak was due to a clogged filter creating high pressure that led to leaking.

Event description:
A customer reported that they found a leak on the hose # 2 in the middle of the connection block with the g8 instrument. During troubleshooting, technical support (ts) found that there was a leak a position #4 of the injection valve. The customer tried to secure the area but it was still leaking when the pump was on and there were no pressure errors. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. .